Event description:
Patient underwent cholecystectomy. A surgical instrument, a stryker 250-080-767 laparoscopic atraumatic grasper, was used. After use, staff recognized that the grasping part looked unusual. They sent it down to sterile processing who determined that there was a tiny pin missing from the moving part section of the grasper.